Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured, leak and anxiety". This record is for the left side. Device was explanted and placed manufacturer unknown. Device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety - product/ procedure and rupture was received on february 05, 2026 with lot number 2713279. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "ruptured, leak and anxiety". This record is for the left side. Device was explanted and placed manufacturer unknown. Device will be returned.